Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that an alert was triggered due out of range pace impedance measurements on the right atrial channel when it comes to this device. The values were out of range (B)(6) 2019. At this time the device remains implanted. No adverse patient effects were reported. Technical services (ts) reviewed the case and noted possible reason for the out of range pace impedance measurements. Ts discussed continued monitoring of the patient remotely. No further changes were made at this time.

Event description:
It was reported that an alert was triggered due out of range pace impedance measurements on the right atrial channel when it comes to this device. The values were out of range april 2019 to october 2019. At this time the device remains implanted. No adverse patient effects were reported. Technical services (ts) reviewed the case and noted possible reason for the out of range pace impedance measurements. Ts noted that the most recent anti tachycardia response (atr) showed the patient in atrial flutter and the electrogram free of artifacts. Ts wanted to know what action was taken in october 2020, and if it was an atrial flutter ablation. Ts discussed continued monitoring of the patient remotely. No further changes or information was provided. The patient will continue to be monitored.

Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.